Event description:
Sofwire product was acquired and used by the patient's orthopaedic surgeon in 1995 cervical spine surgery. The pt is reported to have experienced recurrent cervical symptoms and underwent revision surgery in 2002 where it was found that the product had broken.